Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient was airlifted to the hospital after a computed tomography scan at their local emergency room revealed bilateral subdural hematomas. At the time, the patient¿s only complaints were of fatigue and a headache. Upon arrival to the hospital, the patient was alert and oriented but quickly declined and was emergently taken to the operating room for a bilateral craniotomy. The patient was later extubated and was following commands. It was noted that the patient had called the account the day prior to report elevated pulsatility index values; however, there were reportedly no alarms, and they felt it was related to hypertension. Review of the submitted log files on the reported event date captured the pump operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including stroke and hypertension, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, "patient care and management", states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mmhg) should be considered adequate. This section also outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was airlifted to (B)(6) on (B)(6) 2025 after a computed tomography (CT) scan at local emergency room revealed bilateral subdural hematomas. At the time, the patient only complained about fatigue and headache. Upon arrival to stw, they were alert and oriented but quickly declined and were emergently rushed to operating room for bilateral craniotomy. The patient got extubated and is following commands. Of note, the patient had called reporting high pulsatility index (pis) of 10-11 but denied any alarms; it was felt to be related to hypertension. Log files contained low flow estimates as well as sustained low flow hazard events. No unusual event ro faults were seen in the log.